Event description:
Additional information was received that lv pacing impedance measurements continued to be greater than 2,000 ohms. A chest xray was performed and verified a fracture visible in the pocket area of the device. A revision procedure was performed. The lv lead was explanted and the device was explanted due to normal battery depletion. No adverse patient effects were reported during the procedure.

Event description:
Additional information was received that this lead was returned for reliability analysis.

Event description:
Boston scientific received information that this left ventricular (lv) exhibited high impedances of greater than 2,000 ohms. The patient was brought in to their clinic for lead testing and while the patient was sitting at rest, impedances were greater than 2,000 ohms. When the patient pulled their arm across their torso, impedances decreased to 450 ohms. When the patient raised their arm above their head impedances were again greater than 2,000 ohms. The lv pacing threshold had also increased from 2.8 v to 3.5 v at 1.0 millisecond (ms). When the patient placed their arm above their head, noise was also observed. Boston scientific technical services (ts) discussed a possible lead issue that might be positional and discussed troubleshooting and programming options. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, this lead was confirmed to be fractured 475 mm from the terminal pin. Based on the analysis results, we suspect that fatigue or stress in the region of the fracture site due to relative motion between the suture sleeve and an anatomical feature led to the fracture. As a lead moves in response to normal heart rhythms and blood flow, extensive flexing over a period of time may cause fatigue or stress, weakening the coil, ultimately resulting in a fracture. This can occur between the suture sleeve and some other part of the anatomy. Fatigue fractures in the pocket or clavicular/first rib area are well known and documented in the industry. A combination of lead design, implant techniques, and patient anatomy and activity level contribute to these types of occurrences.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was provided that the patient had a follow-up with their physician and the physician was electing not to do any invasive investigation and the patient will continue to be monitored. No adverse patient effects were reported.